Manufacturer narrative:
Voluntary medwatch form received: mw5147266.

Event description:
Voluntary medwatch form received reported that the right ventricular lead exhibited oversensing of noise, increased capture threshold, and a decrease in pacing impedance. No intervention was reported. There were no adverse patient effects.